Event description:
It was reported that the device fractured. No more information is available.

Manufacturer narrative:
(B)(4). Canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0001822565-2023-01333.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0001822565-2023-01333.